Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein using a 5f non-bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vein. After 035 non-bsc guide wire crossed the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The physician selected a 6x4 non bsc balloon catheter and dilatation performed at 30 atmospheres and the stenosis was resolved. The procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).